Event description:
The customer's mother reported the customer received a reading of 86mg/dl on their blood glucose meter. It was additionally reported the customer experienced symptoms of migraines, vomiting, and passed out. The customer was reportedly seen by a doctor, but no third-party medical intervention was required. The customer reportedly drank liquids and ate food to alleviate their symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been requested back for an investigation. A follow-up report will be submitted once the meter is returned and investigation is complete. Test strips (lot # 0832301) were returned on 01-feb-2010 for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing using a retained lab meter.